Event description:
On (B)(4) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017, at 09:30pm, she obtained results of ¿147 and 122mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results does not exceed lfs criteria for precision. The patient manages her diabetes by self-adjusting her insulin doses and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿2 minutes¿ after the alleged issue occurred, she developed a symptom of ¿shaking¿ however denied receiving any treatment. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The patient did not have control solution to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.